Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl. There is no additional information at the time of this report. Customer support (cs) attempted to contact report without success. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: the last basal and the last bolus delivery were on (B)(6) 2015. Review of the alarm history shows typical alarm usage. No eaw¿s occurred during 24hr duration testing. Tdd adds up correctly and reflects the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Investigators were unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.